Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Failure of the stent opening mechanism during biliary deployment. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. At what stage of the procedure did the complaint occur? During stent placement, 2. What endoscope type and channel size was used? 3. What was the position of the elevator? Open, 4. Details of the wire guide used (diameter, type, make)? 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes 7. Please advise the anatomical location of the intended target site. Hilum of the biliary tract. 8. How long was the stent in the patient by the time this complaint occurred? A couple of minutes. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? Yes 12. What intervention (if any) was required? Another stent. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Secondary intervention performed during the same procedure 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? 4cm 2. Where was the stricture located in the body? ? Hilum of the biliary tract. 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? No 5. Was the stricture dilated before stent placement? No questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes 2. Was resistance felt during insertion into patient? No 3. If yes, at what point? Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Deployment 2. If other, please specify 3. Was the directional button pressed during use? Yes 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes 5. Was the yellow marker kept in view during deployment? Yes 6. Are images of the device or procedure available? No questions related to during introducer withdrawal 1. Are images of the device or procedure available? No 2. Was final stent placement confirmed using endoscopy / fluoroscopy? Yes 3. If yes, what was used? Endoscopy / fluoroscopy 4. Did the stent open sufficiently to allow withdrawal of introducer safely? No 5. Was the safety wire fully removed before removing the delivery system? No 6. Did any part of the product snag/get caught with the stent when removing the delivery system? No questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) 1. What instrument was used for stent repositioning / removal? Forceps, snare, other 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no 4. If yes, please when this was felt? Advancement or deployment 5. How did the physician deal with this resistance? 6. Was the lasso (suture) loop used during repositioning

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Failure of the stent opening mechanism during biliary deployment. Lab evaluation 28th sep 2022. Visual inspectionl stent returned partially deployed; red marked on 10th dimpling; red luer removed but safety wire still in place. Functional inspection: actuation possible until 12th dimple - before point of no return. Device disassembled; all cogs intact; could not manually deploy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. At what stage of the procedure did the complaint occur? During stent. Placement, 2. What endoscope type and channel size was used? 3. What was the position of the elevator? Open, 4. Details of the wire guide used (diameter, type, make)? 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. 7. Please advise the anatomical location of the intended target site. Hilum of the biliary tract. 8. How long was the stent in the patient by the time this complaint occurred? A couple of minutes. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? Yes 12. What intervention (if any) was required? Another stent. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Secondary intervention performed during the same procedure 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? 4cm. 2. Where was the stricture located in the body? ? Hilum of the biliary tract. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? No. 5. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes. 2. Was resistance felt during insertion into patient? No. 3. If yes, at what point? Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Deployment 2. If other, please specify 3. Was the directional button pressed during use? Yes. 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. 5. Was the yellow marker kept in view during deployment? Yes. 6. Are images of the device or procedure available? No. Questions related to during introducer withdrawal 1. Are images of the device or procedure available? No. 2. Was final stent placement confirmed using endoscopy / fluoroscopy? Yes. 3. If yes, what was used? Endoscopy / fluoroscopy. 4. Did the stent open sufficiently to allow withdrawal of introducer safely? No. 5. Was the safety wire fully removed before removing the delivery system? No. 6. Did any part of the product snag/get caught with the stent when removing the delivery system? No. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) 1. What instrument was used for stent repositioning / removal? Forceps, snare, other 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no. 4. If yes, please when this was felt? Advancement or deployment 5. How did the physician deal with this resistance? 6. Was the lasso (suture) loop used during repositioning

Event description:
This supplemental report is being submitted due to re-lab evaluation on the 08-mar-2023. Visual inspection: flexor kink observed approx. 87cm from the handle.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation the 1x evo-fc-10-11-6-b device of lot number c1924689 involved in this complaint was returned for evaluation, with its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 28th sep 2022, and a re-evaluation on the 08th mar 2023. Refer to returned product notes for lab attendance and notes. On evaluation of the device on the 28th sep 2022 the following was observed: visual inspection: stent returned partially deployed. Red marker on 10th dimpling. Red luer removed but safety wire still in place. Functional inspection: actuation possible until 12th dimple - before point of no return. Device disassembled. All cogs intact. Could not manually deploy on re-evaluation of the device on the 05th mar 2023 the following was observed: visual inspection: flexor kink observed approx. 87cm from the handle. Functional inspection: n/a. Document review. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. IFU & label review. The instructions for use (ifu0062) was reviewed and there is no evidence to suggest that the customer did not follow the IFU. Image review. An image was not returned for evaluation. Root cause review. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy. A build-up of pressure could have kinked the flexor of the device thus causing the deployment issues. Summary. Complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This supplemental report is being submitted due to completion of the investigation on the 17-may-2023.